Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since (B)(6) 2015. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot DHR reviewed no deviations or nonconformance's were noted.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision total knee replacement for loosening and instability. Pfc sigma ps fb tkr. No implant details are available due to records be unavailable due to timeframe. The entire tibial component was affected, not one particular side. The knee was 20 years old it was hard to determine what interface was involved. This was associated with bone subsidence and collateral ligament instability.